Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter address 2: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged/cracked downstream occlusion (dso) seal and defective dso sensor. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative would replace the dso seal and sensor.

Event description:
It was reported that the pump had error "air in line" when there was no air in line. The event occurred during testing, and there was no patient involvement.